Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced inaccurate readings. The customer's blood glucose was around 130 mg/dl it triggered threshold suspend the day of call. The customer's blood glucose was 141 mg/dl and sensor glucose was 51 mg/dl at the time of call. The sensor will not be returned for analysis.